Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 47 mg/dl. The customer did not provided any information about the symptoms of low blood glucose value. Customer treated low blood glucose level with carbohydrates. It was unknown that the auto mode feature was active at the time of incident or not. Customer declined further trouble shooting. No further complications were reported. The customer will continue to use the device.